Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with dislodgement noted on the patient's right atrial lead. No electrical malfunctions were reported. The right atrial lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.